Event description:
It was reported that during removal, the safety mechanism could not be activated. Device changed. No patient injury reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the safety mechanism detached from the infusion set was confirmed but the cause is unknown. A single photograph of a damaged 22g safestep safety infusion set was returned for evaluation. The safety mechanism was completely detached from the infusion set needle. No obvious damage was seen on the needle cannula. The safety mechanism appeared to contain all functional components; the brown safety mechanism base and the metal sleeve were present in the safety mechanism housing. Microscopic examination, functional testing, and dimensional analysis could not be conducted without the physical sample. Therefore, the failure between the components could be confirmed but the exact root cause could not be determined. Possible contributing factors could include a damaged needle (e.g., affecting the bend in the needle near the bevel) or strong forces applied when activating the safety mechanism.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asgqf033 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during removal, the safety mechanism could not be activated. Device changed. No patient injury reported. No other information was provided.